Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a correction bolus for treatment of an elevated blood glucose (bg) level (319 mg/dl). Contact alleged that the pump calculation for the bolus was too high. The customer did not deliver the bolus and programmed/delivered a different amount. Customer's bg level lowered appropriately. During troubleshooting with tandem technical support, contact realized that 1:8 mg/dl was incorrectly programmed into the pump which led to the larger suggested dosage. Customer's bg level was reported to be fine at the time of the report.